Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the therapy was not working too good. He had only had about 10-20 % improvement in leaking and frequency/urgency symptoms originally. It had worsened about 3-4 months ago. Patient stated he has been unable to empty his bladder fully. He used to feel stim at 2 but now had to increase to 2.6 to feel stim. There were no trauma/falls reported that could be related to this issue. He did not have the patient programmer (pp) on the day of this call. A week later, the healthcare provider (hcp) reported that device was found to be off at the time of visit. They turned device on and reprogrammed the patient. The patient was seen for follow up appointment and their symptoms much improved. It was noted that patient did not follow up after that appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.